Manufacturer narrative:
(B)(4). As per the field service representative (fsr) the internal batteries were last replaced 12-sep-2017. The switch was in the 'connect' position and the charge indicator light was flickering. The battery backup was plugged into the control module and there was no visible corrosion. The battery backup is charging when the heart lung machine (hlm) is plugged in. The fsr was unable to duplicate the reported issue. Release testing was performed and the unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that prior to the use of the device for a cardiopulmonary bypass (cpb) procedure, the battery charge level indicator was bouncing between yellow and red. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.